Manufacturer narrative:
Conclusion: based on inspection results the fixtures appear to have been over-loaded. The upper denture is supposed to be supported by soft tissue to carry the load while the ball abutment is just used to hold the denture in place. In this case the excessive wear on the ball abutment indicates that the denture was not being supported by the soft tissue (was not resting on the gums). Instead all of the load was being carried by only two implants. The implants were severely over-loaded leading to fracture of one of the implants. This is a surgical mistake.

Event description:
A patient in hong kong had two dental implants placed in the upper maxillary arch on (B)(6) 2010. Ball abutments were later attached to the implants and used to retain an over-denture. On (B)(6) 2012 the patient returned to their dentist in hong kong with part of a broken implant with the ball abutment attached. However, the broken half of the implant was still implanted in the upper maxillary arch at tooth location #13. The doctor removed the implant at tooth location #23 even though there was nothing wrong with it since a single implant could not retain the over-denture. The broken implant at tooth location #13 was reported on MDR 3005503242-2012-00002. This report is for the implant at tooth location #23. The over-denture was not supported by gum tissue leading to over-loading of the fixture.